Event description:
Attorney reported: in 1999 - the patient underwent a hernia repair procedure with implant of a kugel mesh patch. In 2002 - the patient was presented to the hospital with continued abdominal pain, numbness in the distribution of the ilioinguinal nerve and left testicular atrophy. The patient underwent removal of the mesh patch. The patient continues to experience abdominal pain and discomfort after her multiple hernia repairs.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.